Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: visual examination of the submitted global advantage broach 12mm found damage consistent with the mating 212801020 glo fx/adv inserter/extractor not being seated against the broach before impacting. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code 212860012 finds no additional reported events. The root cause is attributed to wear out secondary to user error. Based on the root cause determination of user error and the low frequency of reported events, the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The sz 12 broach has burrs around the proximal hole where the inserter attaches to the broach. Therefore the inserter will not seat properly.